Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator alarmed "xdcr fault", "circuit disconnect", "high pip", and "low ve". The customer reported that there was no patient involvement.